Manufacturer narrative:
This report is submitted on 27 may 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of receiver/stimulator. This report is submitted on 22 mar 2021.

Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.